Event description:
It was reported during preparation for a percutaneous transluminal angioplasty treatment procedure, the shaft got separated. The target lesion was located in the superficial femoral artery. A 4.00 x 1.5 cm x 140cm spcb flextome mr was selected to treat the target lesion. During preparation, it was noted that the balloon protector was unable to be removed. Subsequently, the shaft got separated near the monorail port. The procedure was completed with another of the same device. There were no patient complications reported and the patient' status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported during preparation for a percutaneous transluminal angioplasty treatment procedure, the shaft got separated. The target lesion was located in the superficial femoral artery. A 4.00 x 1.5 cm x 140cm spcb flextome mr was selected to treat the target lesion. During preparation, it was noted that the balloon protector was unable to be removed. Subsequently, the shaft got separated near the monorail port. The procedure was completed with another of the same device. There were no patient complications reported and the patient' status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The proximal section of the catheter was removed from the packaging hoop as a result of a shaft break. The shaft had detached at approximately 106.5cm from the strain relief at the hypotube bonded area. The distal section of the catheter remained in the hoop. The packaging clips were removed from the hoop and the hoop was straightened out. The distal section of the catheter came out easily from the hoop. The balloon protector cap was on the balloon and was partially removed from the blades. The balloon protector cap was removed with no resistance despite the shaft being broken. The shaft had detached at 25.1cm from the distal tip. Analysis of the returned sections identified that there was a section of the midshaft which had detached and was not returned. The hoop was examined once more however there were no remaining sections in the hoop. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).